Event description:
The facility reported an infusion pump with a failure code 814:04. This event occurred during bio-med testing. According to the hospital representatives, there was no patient injury or medical intervention reported. No additional information or contact was available.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 03, 2007. Evaluation summary:evaluation was performed and the reported condition was confirmed. Inspection of the pump revealed defetcive air line printer circuit board (ail pcb) caused failure code 814:04. Replaced and recalibrated the air in line printer circuit board (ail pcb). The pump was tested for proper operation and pump found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.